Event description:
When the nurse attempted to program the alaris IV pump, a message was generated reading: "network comm error operating channels will continue as programmed. Replace network communication hardware as soon as possible. Press confirm to continue manual-only operation." Code: 600.6835. Background screen color was green. The nurse continued programming the pump in manual mode not recognizing the intent of the message. Investigating the pump revealed that the pump was not connected to the data set library which means no alerts, soft stops or hard stops exist - essentially no safety measures were generated. The nurse indicated that the message was unclear. The text "operating channels will continue as programmed" indicated that the nurse could proceed. The direction to "replace network communication" did not correlate with any activity the nurse was associated with and was not recognized as no data set library. The background color of green was seen as a visual to proceed. Further investigation of the pump revealed that the pump was used on eight occasions before someone reported the unclear message.